Manufacturer narrative:
Additional narrative: patient height reported (B)(6). Event date: unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Part number: ssc205c, lot number: 2004000476: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 19march2004. Expiry date: 01march2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(4) study patient (B)(6) was implanted with a medium 5mm prodisc-c implant on (B)(6) 2005 at level c5-c6. There were no intraoperative complications. The patient was discharged to home on (B)(6) 2005. There were no complications at discharge. On (B)(6) 2008, the patient underwent a revision. The patient had the prodisc-c removed at c5-c6 and was revised to anterior cervical discectomy and fusion (acdf) at c6-c6 and c6-c7. The date of disposition for the study is (B)(6) 2014. The patient did not complete the study- withdrawn by investigator. The date last seen was (B)(6) 2009. The patient missed the 60month, 72month, and 84month study visit. At that time, the investigator has decided to withdraw the patient from the study. The following adverse events were reported post-operatively: (B)(6) 2008: worsening neck facet numbness. Severity: severe. Acton required: cat scan (B)(6) 2008. Course of action: CT scan (B)(6) 2008 and x-rays. Current state of event: ongoing- monitor. On (B)(6) 2008: left sided radiculopathy. Severity: mild. Acton required: physical therapy. Course of action: (B)(6) 2009 - patient will start light physical therapy; 4v x-rays obtained- decreased sensation ulnar aspect of right index finger with some radiating pain in the trap. Secondary to recent acdf on (B)(6) 2008. Current state of event: ongoing- patient will start light physical therapy. On (B)(6) 2008: numbness and tingling -left arm and index finger on right side. Severity: mild. Acton required: physical therapy. Course of action: (B)(6) 2008- patient will start light physical therapy- decreased sensation ulnar aspect of right index finger. Secondary to recent acdf on (B)(6) 2008. Current state of event: ongoing- patient will start light physical therapy. On (B)(6) 2008: worsening c-spine pain. Severity: severe. Acton required: hospitalization with surgery. Course of action: (B)(6) 2008- patient underwent explantation of the prodisc-c at the c5-c6 level with revision to acdf and acdf at the adjacent level (c6-7). Current state of event: ongoing- patient to be followed post-operatively. This report is for event: (B)(6) 2008: worsening c-spine pain. Severity: severe. Likelihood: anticipated. Acton required: hospitalization with surgery. Implant involvement: none. Course of action: (B)(6) 2008 - patient underwent explantation of the prodisc-c at the c5-c6 level with revision to acdf and acdf at the adjacent level (c6-7). Related to surgery: definitely not. Related to implant: definitely not. Current state of event: ongoing- patient to be followed post-operatively. This is report 1 of 1 for (B)(4).